Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that leadless pacemaker (lp) exhibited premature battery depletion. The lp was explanted and replaced with new lp. Patient condition was unknown.